Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. According to the customer, there were no samples available to return for review. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, a thorough investigation could not be conducted. Therefore, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Customer reported a catheter marking defect.